Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, (B)(4).

Event description:
It was reported that a trial patient had a loss of therapeutic effect. The patient had their lead pulled on and lost their stimulation sensation. The lead was still in the patient¿s body so it had not been fully pulled out. The healthcare provider (hcp) wanted to determine if stimulation could be reestablished. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient experienced a 50% or greater symptom reduction. The cause of the event was unknown. Everything was connected correctly, but the patient felt no stimulation. No troubleshooting, interventions or other actions were taken. The on-call physician pulled the lead out because this occurred on a saturday. No malfunctions were seen. The patient liked the stimulation when it was implanted. The patient recovered without permanent impairment.

Manufacturer narrative:
.